Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual sample was received for evaluation and photos were provided by the user. Visual inspection of the purge line confirmed that it had been cracked. Visual inspection of the total appearance of confirmed that the sampling line port on the top of the reservoir and the supportive arm had been broken, and the water port had been deformed. The blood channel was filled with colored normal saline, the blood outlet port was blocked, and then air pressure of 2 kgf/cm2 was applied from the blood inlet port. No leak was observed. From this, the crack on the purge line was confirmed to be superficial and was presumed to have been caused by some object coming into contact with the purge line surface. Reproductive testing was performed and a test sample in a unit box was dropped freely. As a result, the oxygenator came off the supportive arm. The damage on the purge line was found in a similar location as that observed on the sample. It was conceivable that the purge line was damaged by having been crushed by the supportive arm that had come off the oxygenator due to an impact load. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the support arm had come off due to some kind of strong impact load that exceeded the limit strength during the transportation or storage, and had crushed the purge line, which resulted in the damage. However, the mechanism and timing of the damage could not be determined from the condition of the actual product, and the cause of occurrence could not be clarified. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Address-(B)(6) PMA/510(k)- k130280. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported see MDR 9681834-2021-00065. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox devices were used pre-treatment. The doctors found liquid leaking at the purge port during priming. Immediately, the hospital intended to change to a new one. The new one was found that the purge port was found damaged after opening the packing box. The patient was not harmed.